Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20505. It was reported stimulation would shut on and off. An impedance check confirmed invalid contacts on #1-4 and #6-7. Reprogramming around the contacts provided effective coverage. F/u revealed stimulation was lost with activity. X-rays were taken. Results revealed the lead had pulled out of the ipg header. Surgical intervention was undertaken on (B)(6) 2013 where the physician re-inserted the lead back into the ipg header. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.